Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received attorney letter alleging while attempting to navigate her wheelchair up a ramp, the wheel spun, and chair veered off the ramp.